Event description:
It was reported that the lesion was very heavily calcified. The 3.5 x 12 mm voyager nc balloon catheter was delivered and ruptured at 16 atmospheres. The 3.25 x 15 mm voyager nc balloon catheter was then delivered and it also ruptured at 14 atmospheres. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.25 x 15 mm voyager nc ((B)(4)) is being reported under a separate medwatch report number. Evaluation summary: evaluation of the returned 3.5 x 12 mm voyager nc balloon catheter noted blood and contrast visible in the guide wire lumen, the inflation lumen and the loosely folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. An attempt was made to pressurize the catheter and the analysis confirmed that there was a pinhole in the balloon above the distal marker. There were also multiple longitudinal scratches along the entire length of the balloon, which suggests that the failure may have been attributed to mechanical damage to the balloon. Since there was no report of any leaks noted during device preparation, this may indicate that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the information provided, the lesion was heavily calcified and likely contributed to the reported difficulties. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this report. In this instance, based on the information received with this complaint and the analysis of the returned product, the reported balloon rupture and mechanical damage noted appears to be related to circumstances of the procedure and not a product quality deficiency.